Event description:
The manufacturer became aware that a user of a dream wisp mask with magnetic headgear alleges the magnets on the mask were interfering with her shunt and causing blinding headaches. The user stopped wearing the dreamwisp mask in october of 2021, now using a different mask and headgear with no magnets. The user states her headaches have improved and she no longer has blinding headaches. No mask or headgear will be returning. User now has a replacement mask and headgear. This will be an initial-final report. The manufacturer will continue to monitor complaints for similar issues. The manufacturer concludes no further action is needed at this time.

Manufacturer narrative:
No product was received for investigation.

Manufacturer narrative:
The manufacturer previously reported that a user of a dream wisp mask with magnetic headgear alleges the magnets on the mask were interfering with her shunt and causing blinding headaches. The user stopped wearing the dreamwisp mask in october of 2021, now using a different mask and headgear with no magnets. The user states her headaches have improved and she no longer has blinding headaches. No mask or headgear will be returning. User now has a replacement mask and headgear. This will be an initial-final report. The manufacturer will continue to monitor complaints for similar issues. The manufacturer concludes no further action is needed at this time. In the previous report, section h1 type of reportable event, was inadvertently selected as "other". It has been corrected to "serious injury" on this report.